Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed displacement test. Basic occlusion test. Pump failed seating test due to faulty fsr (gold). Unable to perform occlusion test, excessive no delivery test.

Event description:
The customer reported via phone call that the insulin pump was taking longer to prime. The customer¿s blood glucose was unknown. Customer stated that insulin pump to the fill the tubing, while fill the tubing it takes longer. Customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.